Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified the strips expired 04/30/2017. Customer confirms the strips have been in use since 10/15/2014. Reviewed meter memory: (B)(6). Customers concern: 74mg/dl. Customer called and stated that his trueresult blood glucose monitoring device is displaying results that are consistently low when compared to the meter being used by his doctor's office. Customer stated that his trueresult glucose meter displayed 74 mg/dl and the meter being used by his doctor's office displayed 183 mg/dl. Both results were taken seconds apart, fasting, using two separate finger stick capillary blood samples from the same hand. Adverse event not reported.